Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12 with fault ID 0x2071. There was no adverse impact to the caller¿s blood glucose level, which did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.